Manufacturer narrative:
(B)(4). Concomitant medical products: taper stand offset red neck 6, item# 00-7711-006-10, lot# 65342498. Hxpe liner elevated ii 32, item# 00-8752-010-32, lot# 65560124. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, after implanting the ceramic head the surgeon noticed loosening of the prosthesis. The surgeon decided to remove and replace the ceramic head. No consequences or impact to the patient have been reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The reported biolox head was returned without the involved ml taper stem to the product surveillance team for examination. The articulating surface of the biolox head appears inconspicuous apart from one small spot of metallic smearing. On the non-articulating side there are multiple scratches and metallic smearing seen. Additionally, the taper of the biolox head shows metallic smearing throughout the whole circumference of the taper and the initial seating of the stem¿s taper. A functional test performed with an in-house stem with a 12/14 taper could not reproduce the reported event of loosening. Review of the device history record of manufacturing steps performed by zimmer biomet identified no deviations or anomalies during manufacturing. Protocols and certificate of conformance were reviewed by our supplier ceramtec. The quality documents show that the data obtained on the femoral head conformed to the specification valid at the time of production. Additionally, ceramtec reviewed the dimensional protocols of their lot order (B)(4). The measurement results show that the dimensions were within the specified tolerance. Device is used for treatment. Review of the surgical technique could not be performed since the surgical report was not provided. Additionally, it was reported that the biolox head has a manufacturing lot number on the physical product, which does not match the lot number on the product label. Biolox ceramic devices are manufactured by our supplier ceramtec and are distributed by zimmer biomet. The number in question engraved on the physical product is the serial number belonging to the supplier. For zimmer biomet traceability purposes, the device is given a zimmer biomet lot number, which is printed on the product label. A definitive root cause for the loosening of the hip prosthesis cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.